Event description:
Additional information received reported that the patient bypassed the site and went right to the surgeon¿s office. It was noted that no information was provided. Additional information received reported that there was no record of shocking sensation. It was noted that the implantable neurostimulator (ins) was replaced on (B)(6). It was noted that the leads were never replaced. It was noted that it was normal battery depletion.

Event description:
It was reported that there was a malfunctioning device. It was noted that the patient was experiencing spasms and a shocking sensation. It was noted that upon surgical consult, it was determined that the leads should be replaced. It was noted that the subject underwent surgery to replace the leads, which was performed successfully. It was noted that the reported event was hospitalization. It was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead, product ID neu_unknown_lead; lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)